Event description:
It was reported that shortly after ablation was started during a left ventricular tachycardia ablation procedure, saline was leaking from the irrigation port. The physician was using the 7f cool path duo ablation catheter for scar mapping, and shortly after radio frequency was applied, an occlusion alarm sounded from the pump and saline was leaking from the irrigation port. The catheter was exchanged to continue the procedure. There were no consequences to the pt. The pt's status post procedure was stable.

Manufacturer narrative:
(B)(6). One cool path duo 7f catheter was received for evaluation. The visual inspection revealed the luer extension tube was broken and the inner fluid lumen was kinked, cracked and attached to proximal edge of the catheter handle. Functional evaluation revealed the catheter failed ablation simulation testing as an occlusion error alarmed from the pump and a pump alarm displayed on the generator. It was noted that saline was leaking from the cracked area of the fluid lumen. A guide wire was inserted into the luer and threaded towards the catheter tip. Resistance was encountered at the location in which damage to the luer extension tube was noted. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification of the reported saline leak is consistent with operational context as device performance was limited due to anatomical/procedural factors.